Event description:
Used for r-y includes pouch. On 3rd firing, the jaws would not open. Removed the device and used another device. Operating time extended: less than 30 min. Additional tissue resection: yes. Tissue damage: yes. Nothing fell into the cavity. No bleeding.